Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check, far-field r-wave oversensing was observed. Programming changes were made and the issue was resolved. Patient's condition was good.